Event description:
During preventative maintenance by a baxter service technician, it was found that a flogard infusion pump experienced an f-49 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing identified an f-49 alarm. This confirmed the condition. The cause was determined to be a damaged main battery. In order to address this condition, the main battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.